Manufacturer narrative:
The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with scratches on their insulin pump. The customer states there are scratches on the screen that make it difficult to read. The customer's blood glucose level at the time of incident was unknown. The customer states they were caused by regular wear and tear. The customer was advised the pump would need to be replaced and returned for analysis.